Event description:
It was reported to boston scientific corporation that a spybite biopsy forceps was used in the distal common bile duct during a single operated cholangioscopy procedure on (B)(6) 2025. During the procedure, spybite was used to obtain the tissue sample, however, it was impossible to pass through the spyglass catheter. The procedure was not completed successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure not completed.